Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), device breakage ("the essure device came out in two pieces also in their entirety"), genital haemorrhage ("persistent bleeding") and neck injury ("neck injury") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the portion within the cornua required significant pulling and the essure device came out in two pieces also in their entirety". The patient's past medical history included smoker, colitis, thyroid disorder and colonoscopy in (B)(6) 2013. Previously administered products included for an unreported indication: penicilin. Past adverse reactions to the above products included rash with penicilin. Concurrent conditions included vaginitis, vulvovaginitis, vaginal discharge, vaginal itching, leukorrhea and alcohol use. Family history included breast cancer ((maternal aunt),), stomach cancer (father), cardiac valve disease (mother), kidney cancer, heart disease, unspecified (paternal grandfather,maternal grandmother), stomach cancer (father), coronary artery disease (mother) and heart valve replacement (mother). Concomitant products included eugynon (aviane) from (B)(6) 2014 to (B)(6) 2014 for birth control as well as mesalazine (mesalamine) since 2002 and pantoprazole (protonix) since 2002. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("gastrointestinal or digestive system condition type: colitis worsened") and diarrhoea ("diarrhea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("allergic or hypersensitivity reaction type: body rash, rashes or skin conditions type: rashes"), urticaria ("allergic or hypersensitivity reaction type: hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neck injury (seriousness criterion medically significant), complication of device removal ("the essure device came out in two pieces also in their entirety"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient underwent video laparoscopy with bilateral salpingectomy to remove essure on (B)(6) 2015 and, on (B)(6) 2015 underwent ablation. She also underwent a cervical spine surger. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, neck injury, complication of device removal, vaginal haemorrhage, menorrhagia, dermatitis allergic, urticaria, dysmenorrhoea, fatigue, abdominal distension, diarrhoea, abdominal pain upper and abdominal pain outcome was unknown and the colitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, colitis, complication of device removal, dermatitis allergic, device breakage, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck injury, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: essure were placed ino each tubal ostia, left then right, taking down to black placement line, recoiled deployed and then release. On the left side there was only one coil noted. On the right side there were four coils after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded bilateral fallopian tubes gynecological ultrasound report overall impression: abdominal and transvaginal images were obtained. The echo texture of the myometrium as described above is suggestive of adenomyosis. Both ovaries were visualized. They were mobile, nontender and without masses. There is a complex cyst on the right ovary most consistent with a resolving corpus luteal cyst, along with a simple cyst as described above. Bilateral essure are noted, however limited visualization due to bowel gas throughout the pelvis. Preprocedural examination done left tube and essure device, right tube and essure devices. Clinical diagnosis: sterlization gross: the specimen is received in formalin labeled "left tube and essure device" and consists of a pink intact salpingectomy specimen measuring 6 x 2 cm. The fallopian tube measures 6 x 0.6 cm and the attached mesosalpinx measures up to 1.6 cm in diameter. There is a small metal coil device attached to the resection edge of the fallopian tube. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. (Jt). The specimen is received in formalin labeled ¿right tube and essure device¿ and consists of a segment of pink intact salpingectomy specimen measuring 7 x 1.2 cm. The fallopian tube measures 7 x 0.5 cm and the attached pink mesosalpinx measures up to 0.8 cm in diameter. There is a small metal coil device received in the same container. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: update of quality-safety evaluation of ptc incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), device breakage ("the essure device came out in two pieces also in their entirety"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("persistent bleeding") and neck injury ("neck injury") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the portion within the cornua required significant pulling and the essure device came out in two pieces also in their entirety". The patient's past medical history included smoker, colitis, thyroid disorder and colonoscopy in june 2013. Previously administered products included for an unreported indication: penicilin. Past adverse reactions to the above products included rash with penicilin. Concurrent conditions included vaginitis, vulvovaginitis, vaginal discharge, vaginal itching, leukorrhea and alcohol use. Family history included breast cancer ((maternal aunt),), stomach cancer (father), cardiac valve disease (mother), kidney cancer, heart disease, unspecified (paternal grandfather,maternal grandmother), stomach cancer (father), coronary artery disease (mother) and heart valve replacement (mother). Concomitant products included eugynon (aviane) from february 2014 to may 2014 for birth control as well as mesalazine (mesalamine) since 2002 and pantoprazole (protonix) since 2002. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("gastrointestinal or digestive system condition type: colitis worsened") and diarrhoea ("diarrhea"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction type: body rash, rashes or skin conditions type: rashes"), urticaria ("allergic or hypersensitivity reaction type: hives"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating") and rash ("allergic or hypersensitivity reaction type: rash"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), neck injury (seriousness criterion medically significant), complication of device removal ("the essure device came out in two pieces also in their entirety"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent video laparoscopy with bilateral salpingectomy), surgery (laparoscopy with bilateral salpingectomy to remove essure), surgery (underwent ablation) and surgery (cervical spine surgery). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, menorrhagia, genital haemorrhage, neck injury, complication of device removal, vaginal haemorrhage, dermatitis allergic, urticaria, dysmenorrhoea, fatigue, abdominal distension, diarrhoea, abdominal pain upper, abdominal pain and rash outcome was unknown and the colitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, colitis, complication of device removal, dermatitis allergic, device breakage, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck injury, pelvic pain, rash, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: essure were placed ino each tubal ostia, left then right, taking down to black placement line, recoiled deployed and then release. On the left side there was only one coil noted. On the right side there were four coils after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded bilateral fallopian tubes gynecological ultrasound report overall impression: abdominal and transvaginal images were obtained. The echo texture of the myometrium as described above is suggestive of adenomyosis. Both ovaries were visualized. They were mobile, nontender and without masses. There is a complex cyst on the right ovary most consistent with a resolving corpus luteal cyst, along with a simple cyst as described above. Bilateral essure are noted, however limited visualization due to bowel gas throughout the pelvis. Preprocedural examination done left tube and essure device, right tube and essure devices. Clinical diagnosis: sterilization gross: the specimen is received in formalin labeled "left tube and essure device" and consists of a pink intact salpingectomy specimen measuring 6 x 2 cm. The fallopian tube measures 6 x 0.6 cm and the attached mesosalpinx measures up to 1.6 cm in diameter. There is a small metal coil device attached to the resection edge of the fallopian tube. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. (Jt). The specimen is received in formalin labeled ¿right tube and essure device¿ and consists of a segment of pink intact salpingectomy specimen measuring 7 x 1.2 cm. The fallopian tube measures 7 x 0.5 cm and the attached pink mesosalpinx measures up to 0.8 cm in diameter. There is a small metal coil device received in the same container. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, event added as:- rash incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("the essure device came out in two pieces also in their entirety") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the portion within the cornua required significant pulling and the essure device came out in two pieces also in their entirety". The patient's past medical history included smoker, colitis, thyroid disorder and colonoscopy in june 2013. Previously administered products included for an unreported indication: penicilin. Past adverse reactions to the above products included rash with penicilin. Concurrent conditions included vaginitis, vulvovaginitis, vaginal discharge, vaginal itching, leukorrhea and alcoholic. Family history included breast cancer ((maternal aunt),), stomach cancer (father), cardiac valve disease (mother), kidney cancer, heart disease, unspecified (paternal grandfather,maternal grandmother), stomach cancer (father), coronary artery disease (mother) and heart valve replacement (mother). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and complication of device removal ("the essure device came out in two pieces also in their entirety"). The patient was treated with surgery (underwent video laparoscopy with bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: essure were placed ino each tubal ostia, left then right, taking down to black placement line, recoiled deployed and then release. On the left side there was only one coil noted. On the right side there were four coils after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occluded bilateral fallopian tubes gynecological ultrasound report overall impression: abdominal and transvaginal images were obtained. The echo texture of the myometrium as described above is suggestive of adenomyosis. Both ovaries were visualized. They were mobile, nontender and without masses. There is a complex cyst on the right ovary most consistent with a resolving corpus luteal cyst, along with a simple cyst as described above. Bilateral essure are noted, however limited visualization due to bowel gas throughout the pelvis. Preprocedural examination done left tube and essure device, right tube and essure devices. Clinical diagnosis: sterlization gross: the specimen is received in formalin labeled "left tube and essure device" and consists of a pink intact salpingectomy specimen measuring 6 x 2 cm. The fallopian tube measures 6 x 0.6 cm and the attached mesosalpinx measures up to 1.6 cm in diameter. There is a small metal coil device attached to the resection edge of the fallopian tube. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. (Jt). The specimen is received in formalin labeled ¿right tube and essure device¿ and consists of a segment of pink intact salpingectomy specimen measuring 7 x 1.2 cm. The fallopian tube measures 7 x 0.5 cm and the attached pink mesosalpinx measures up to 0.8 cm in diameter. There is a small metal coil device received in the same container. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and complication of device removal. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received: reporters added and medically confirmed case. Concurrent condition,medical history were added. Event essure breakage and complication of device removal was added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain"), device breakage ("the essure device came out in two pieces also in their entirety"), genital haemorrhage ("persistent bleeding") and neck injury ("neck injury") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the portion within the cornua required significant pulling and the essure device came out in two pieces also in their entirety". The patient's past medical history included smoker, colitis, thyroid disorder and colonoscopy in june 2013. Previously administered products included for an unreported indication: penicilin. Past adverse reactions to the above products included rash with penicilin. Concurrent conditions included vaginitis, vulvovaginitis, vaginal discharge, vaginal itching, leukorrhea and alcohol use. Family history included breast cancer ((maternal aunt),), stomach cancer (father), cardiac valve disease (mother), kidney cancer, heart disease, unspecified (paternal grandfather,maternal grandmother), stomach cancer (father), coronary artery disease (mother) and heart valve replacement (mother). Concomitant products included eugynon (aviane) from february 2014 to may 2014 for birth control as well as mesalazine (mesalamine) since 2002 and pantoprazole (protonix) since 2002. On (B)(6)2014 , the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), colitis ("gastrointestinal or digestive system condition type: colitis worsened") and diarrhoea ("diarrhea"). In june 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash generalised ("allergic or hypersensitivity reaction type: body rash, rashes or skin conditions type: rashes"), urticaria ("allergic or hypersensitivity reaction type: hives"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), neck injury (seriousness criterion medically significant), complication of device removal ("the essure device came out in two pieces also in their entirety"), abdominal distension ("other injury(ies) or complication (s) please describe: bloating"), abdominal pain upper ("stomach pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent video laparoscopy with bilateral salpingectomy), surgery (on (B)(6)2015 underwent ablation) and surgery (cervical spine surgery). Essure was removed on (B)(6)2015 . At the time of the report, the pelvic pain, device breakage, genital haemorrhage, neck injury, complication of device removal, vaginal haemorrhage, menorrhagia, rash generalised, urticaria, dysmenorrhoea, fatigue, abdominal distension, diarrhoea, abdominal pain upper and abdominal pain outcome was unknown and the colitis had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, colitis, complication of device removal, device breakage, diarrhoea, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, neck injury, pelvic pain, rash generalised, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: essure were placed ino each tubal ostia, left then right, taking down to black placement line, recoiled deployed and then release. On the left side there was only one coil noted. On the right side there were four coils after release. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: occluded bilateral fallopian tubes gynecological ultrasound report overall impression: abdominal and transvaginal images were obtained. The echo texture of the myometrium as described above is suggestive of adenomyosis. Both ovaries were visualized. They were mobile, nontender and without masses. There is a complex cyst on the right ovary most consistent with a resolving corpus luteal cyst, along with a simple cyst as described above. Bilateral essure are noted, however limited visualization due to bowel gas throughout the pelvis. Preprocedural examination done left tube and essure device, right tube and essure devices. Clinical diagnosis: sterlization gross: the specimen is received in formalin labeled "left tube and essure device" and consists of a pink intact salpingectomy specimen measuring 6 x 2 cm. The fallopian tube measures 6 x 0.6 cm and the attached mesosalpinx measures up to 1.6 cm in diameter. There is a small metal coil device attached to the resection edge of the fallopian tube. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. (Jt). The specimen is received in formalin labeled ¿right tube and essure device¿ and consists of a segment of pink intact salpingectomy specimen measuring 7 x 1.2 cm. The fallopian tube measures 7 x 0.5 cm and the attached pink mesosalpinx measures up to 0.8 cm in diameter. There is a small metal coil device received in the same container. The specimen appears grossly unremarkable on sectioning. The fallopian tube is submitted representatively in a single cassette. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage and complication of device removal. Most recent follow-up information incorporated above includes: on (B)(6)2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction type: body rash, rashes or skin conditions type: rashes, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: colitis worsened, other injury(ies) or complication (s) please describe: bloating, diarrhea, allergic or hypersensitivity reaction -type : hives, stomach pain, abdominal pain, neck injury", reporter, concomittant drug added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.